Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse examined the logs and observed fault code#64 ¿power supply fan failure" on 11/23/2022. There were intermittent issues with the fan, and in order to fix the issue, the fse replaced the power supply. The unit passed all functional and safety tests per factory specifications, and it was returned to the customer and cleared for clinical use. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received power supply /chrgr w/o ext dc with a reported unit failure of maintenance code 7 on power up. The failure analysis and testing dept. Installed part into the cs 300 test fixture and tested the power supply to factory specifications per the cs300 service manual. The failure analysis and testing dept. Was able to replicate the failure that the customer experienced of seeing maintenance code #7 on the display. Maintenance code #7 relates to an intermittent or nonfunctioning fan in the power supply. The power supply failed testing. Retaining the power supply in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit gave technical error #7. There was no patient harm reported.